Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 6.6 cm abdominal aortic aneurysm approximately one month ago. The aortic neck was 25 mm in diameter at the renal arteries, 2.2 cm in length with 30 degree angulation, 2.2 cm below the renal arteries the aortic neck is 25 mm in diameter. The iliac vessels were reported as moderate calcification and moderate tortuousity. The stent grafts were implanted at the level of the renal arteries without issue. At the final angiogram it was noted that there was a proximal type I endoleak. The physician modeled the stent graft with a reliant balloon and the type I endoleak improved however it did not completely resolve. The patient had received 10,000 units of heparin during the procedure. The decision was made to monitor the patient and the physician believes the proximal type I endoleak will resolve without intervention. The patient is fine. No further information was provided.

Manufacturer narrative:
(B)(4) inherent risk of procedure (endoleak), lack of information (unknown cause of endoleak).